Event description:
The customer reported that the battery is broken. Further information was provided that the self-test failed; the defibrillator cannot work properly as the battery is damaged. There was reportedly no patient involvement.